Event description:
It was reported that the device needed to be removed without recapturing. A 190cm filterwire ez was selected for use in the saphenous vein graft. During the procedure, the filter was deployed and percutaneous transluminal coronary angioplasty (ptca) was done. However, the balloon was not able to pull back through the sheath and was not able to be re-sheath as there was something wrong with the device. The filter wire and balloon were then pulled out together as the balloon could not be pulled out by itself over the filter wire. The procedure was completed with another of the same device. No patient complications reported and the patient was fine.

Manufacturer narrative:
Lot number updated to 23368001. Expiration date updated to 02/18/2021. UDI number updated to (B)(4). Manufacture date updated to 02/19/2019. Device evaluated by the manufacturer: the device was returned for analysis. The wire was found with 3 bends along the device. Additionally, the spring tip is damage (curvy and bent). The dimensional inspection revealed that the outer diameter (od) at proximal section, middle section, distal section were within it's specification. Functional test: sheathing and unsheathing test was not able to be performed given the condition of the device.

Event description:
It was reported that the device needed to be removed without recapturing. A 190cm filterwire ez was selected for use in the saphenous vein graft. During the procedure, the filter was deployed and percutaneous transluminal coronary angioplasty (ptca) was done. However, the balloon was not able to pull back through the sheath and was not able to be re-sheath as there was something wrong with the device. The filter wire and balloon were then pulled out together as the balloon could not be pulled out by itself over the filter wire. The procedure was completed with another of the same device. No patient complications reported and the patient was fine.